Manufacturer narrative:
The reported event of missing platens could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of patient involvement.

Event description:
It was reported that there were a few devices found that were missing the platen door that were replaced when discovered. There was no report of patient involvement.